Manufacturer narrative:
Wheel locks.

Event description:
It was reported by service report that the wheel lock was broken and sharp edges were exposed. No pt involvement or adverse consequences are reported.